Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2016,product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that as per the patient, they had been having issues with tone control for 2 years after a spine surgery for spinal osteomyelitis. The patient had less than optimal tone control. A replacement regarding the patient¿s pump was originally planned, however the catheter was also replaced. The patient¿s spinal catheter was not dripping cerebrospinal fluid (csf). X-ray showed the catheter tip was near l3 when it was originally in the thoracic region. The pump and catheter were replaced on (B)(6) 2016. It was noted that the dose was reduced. As of (B)(6) 2016, the patient was doing well on a low dose following the pump and catheter replacement. The catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
G4/aware date on the previously submitted regulatory report should be (B)(6) 2017 (not (B)(6) 2016).

Manufacturer narrative:
Returned catheter analysis was done, and no significant anomaly was found. The catheter was returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.